Event description:
Procedure type: laparotomy. According to the reporter: the patient was admitted as an emergency with acute abdominal pain and vomiting. On examination, he had a distended rigid abdomen with reduced bowel sounds. He underwent an emergency laparotomy and right hemicolectomy for a perforated caecum, with localized abscess and generalized peritonitis. The wound was closed with suture and a single layer with staples to the skin. Postoperatively, he was admitted to hdu, but was discharged to the ward the next day, as he was making good progress. He developed a wound infection, manifested as discharged, on the 7th postoperative day. Some skin staples were removed to allow wound drainage and a vacuum assisted closure vac dressing was applied on the 14th postoperative day. Two days after this, he was taken back due to a full thickness dehiscence of the abdominal wound. Following a thorough lavage, the mesh was used to close the abdominal wound, partly as a bridge prosthesis as the fascial edges could not be approximated. This second operation was complicated by superficial wound dehiscence of the wound seven days later. A vac dressing was reapplied and the patient was discharged into the community. After sometime, the infection was controlled and there was pink granulation tissue formation in the wound. However, there was no demonstrable wound contraction or attempt at skin cover. He had application of silver nitrate to areas of over-granulation without significant response. Four months later, he underwent an elective exploration of the wound. At the time of surgery, there was macroscopic evidence of rejection of the mesh with nodular foreign body reaction and no attempt at wound healing at the level of the skin. The mesh was excised and replaced with a different type of mesh, with an uneventful postoperative period.

Manufacturer narrative:
Date of initial report sent: 10/05/2009.